Event description:
It was reported that the unit had cracks in the coating and the handle was broken and detached. Further it was reported that the tip was missing part of the coating.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.